Event description:
When nurse was removing the stylet (guidewire), she felt some resistance. The catheter was kinked and ripped during the guide-wire removal. The surgeon removed successfully the entire catheter via fluoroscopy intervention. There was no pt harm or injury, pt was stable and fine and returned home on the same day.